Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that provisional fractured.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection confirms that returned tasp has fractured on the lateral side of the post all pieces returned. Review of the device history record and receiving inspection reports identified no deviations or anomalies. This device is used for treatment. It was concluded that the tasp left zimmer biomet conforming because it had a potential service life of 3 plus years before it broke. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue.